Event description:
Customer reported a malfunction in the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Customer support provided information on how to reset the pump, and the malfunction code was successfully cleared, allowing the customer to continue using the pump.